Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device analysis: "1.0 ml syringe with 0.6 ml of gel still inside received with a cap and two needles in a juvederm ultra xc tray. No defect is observed on syringe." A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced ¿a vascular occlusion¿ after they were injected in the lips with 0.4ml of 1 syringe of juvederm ultra xc. The injection was stopped immediately and the patient was injected with hyaluronidase, and a vigorous massage and warm compress were applied. The symptoms are improving.